Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing. The distal portion of the driveline was not returned. Evaluation of the sealed inflow conduit revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly, revealed depositions of loosely clotted and tissue-like blood throughout the device. These depositions appeared indicative of poor surface washing which is consistent with the constant low flow hazard alarms that were confirmed through the evaluation of the submitted system controller log file. A slightly laminated formation was observed around the rotor¿s bearing ball. The laminated layering and mild denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient; however, a correlation between these depositions and the reported stroke could not conclusively be determined. Furthermore, a correlation between the device and the reported infection could not be conclusively determined. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, stroke and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records including the sterilization and packaging documentation found no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-00307. (B)(4). Approximate age of device: 70 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2013 and received a pump exchange on (B)(6) for thrombus. It was reported that the patient had recently suffered a stroke and was hypotensive. On (B)(6) 2016 primary and backup system controller log files were submitted to the manufacturer¿s technical services representative for review. Multiple low flow alarms were captured in both log files. It was reported that the patient¿s inr had been therapeutic and the patient had a new onset infection involving the lvad that was being treated with antibiotics. The patient¿s clinicians suspected thrombus in the outflow graft and reported that the infection may have been a contributing factor. The patient had some cardiac function recovery and the patient¿s pump was explanted on (B)(6) 2016 no additional information was provided.